Manufacturer narrative:
(B)(4). Concomitant medical products: oss segmental femoral component catalog # 150355 lot # 267280, oss tibial bearing catalog # 150411 lot # 312720, oss femoral bushings set catalog # 150477 lot # 918980, oss yoke catalog # 150493 lot # 991160, oss tibial bushing catalog # 150476 lot # 581390, oss non-mod tib plate long 71 catalog # 161043 lot # 068050, cps anchor plug 12mm catalog # 178402 lot # 930680, cps transverse pin 6pk 32mm catalog # 178527 lot # 785050, cps sm spdl with pins 600lbf catalog # 178354 lot # 925600, cps nut co-cr-mo alloy catalog # 178512 lot # 885860, cps centering sleeve 15mm catalog # 178537 lot # unknown, diah seg lock screw set catalog # 150481 lot # 133790, cps/oss 5cm tpr adapt w/oss sc catalog # 178711 lot # 755330, oss segmental stacking adapter catalog # 150483 lot # 975100, oss 5cm diaphyseal segment catalog # 150465 lot # 414310, oss 3cm diaphysel segment catalog # 150464 lot # 556640, oss axle catalog # 150480 lot # 584290, oss poly lock pin catalog # 150478 lot # 210660. Customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filled for this event: 0001825034-2018-09174, 0001825034-2018-09175, 0001825034-2018-09178, 0001825034-2018-09183, 0001825034-2018-09418, 0001825034-2018-09420. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that after a patient underwent a knee arthroplasty with a limb salvage system the patient went into deep flexion, against the surgeons orders, and heard an audible popping noise. The patient underwent a revision, during which it was reported that the compress nut was re-tightened and the construct was re-assembled using the same metal components with new polyethylene components. No additional information was provided.